Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device appears to have been circumstantial to remove the device. In the absence of device returned for analysis, a conclusive cause for the reported the needle to cuff miss, foot detachment and difficulty removing the device could not be determined. The reported patient effect of embolism and tissue damage are known inherent risks of the procedure. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized greater than 8.5f and the tavr procedure was completed. Arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after the tavr interventional procedure. Reportedly, no suture was present when the plunger was removed. During removal of the proglide device, the foot became stuck in calcium. Excessive force to remove the device was not applied immediately, but due to the calcium and being stuck, more pressure was used to remove the device. The foot separated, tissue damage occurred and the vessel embolized. Surgery was performed to retrieve the separate foot piece, a bovine patch was placed and the artery was repaired. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.